Manufacturer narrative:
(B)(4).

Event description:
It was reported that pocket stimulation had been observed on the right ventricular lead. The lead was capped and replaced during a device changeout procedure on (B)(6) 2008.